Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2021, the catheter breakage was found. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed. One 4 fr single lumen groshong nxt clearvue catheter and one statlock device with a foam pad and fixed posts were returned for evaluation. An initial visual observation showed use residue on the returned samples. The catheter tubing was found to be broken approximately 0.6 cm distal to the strain relief. A large amount of tensile weakness was observed on the catheter segments proximal as well as distal to the break site. A microscopic observation revealed the fracture surfaces to be somewhat uneven but granular in texture. Small, curved, superficial splits were observed on the surface of the catheter just distal and proximal to the break site. The shape and texture of the damage observed in the returned catheter, as well as the extent and location of tensile weakness in the catheter tubing, indicate the catheter ultimately broken due to tensile failure caused by excessive pulling forces. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2021, the catheter breakage was found. There was no reported patient injury. No other information was provided.